Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 23mm sapien valve was implanted in an 80:20 ventricular position, resulting in moderate paravalvular leak (pvl). A second 23mm sapien valve was subsequently implanted within the first valve, but landed in an 80:20 aortic position. Following deployment of the second valve, the patient did not recover from the pacing run and was placed on cardiopulmonary bypass (cpb). During this time it was felt that the patient had significant pvl and that the left and/or right coronary artery may be covered. However, a contrast injection showed that the coronaries were not covered. It was then found that the mitral valve was significantly compromised by the 80:20 ventricular placement of the first valve. The decision was made to open heart surgery to remove the two sapien valves and replace them with a surgical valve. The patient did not tolerate the surgery and expired. The native aortic annular diameter was 16.2mmx26.0mm (area 395) by CT. The native aortic valve and root were moderately calcified. The left coronary artery height was 12.7mm and the right coronary artery height was 15.6mm. There was moderate mitral annular calcification (mac) and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 40%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the ventricular malposition of the first valve may have been due to a combination of the loss of imaging for a brief time during valve deployment and accidental movement of the delivery system. The aortic malposition was possibly caused by the delivery balloon being inflated too rapidly.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-21557. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition cannot be confirmed. However, a combination of patient (moderate mac, moderate native valve calcification) and procedural (the delivery balloon being inflated too rapidly, the ventricular malposition of the first sapien valve) factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The serial number, and manufacture and expiration dates provided with the initial report were incorrect.